Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient was reporting unstable cgm reading on the dexcom device. The cgm reading was 400 mg/dl and then back to 80 mg/dl then later on will go up again to 400 mg/dl while driving. A manual bg meter and calibration was not done while patient was receiving these readings since she was driving. When she arrived, she felt dizzy and weak. The patient decided to drink a bottle of coke and box of candy. Prior to drinking soda and the time, the patient experienced the symptoms, the cgm reading was 80 mg/dl. When she noticed that the reading was still not spiking up and still feeling dizzy and weak she decided to drive home and self-treated with insulin shots 20 units and 25 units. The patient decided to take 20 units and 25 units of insulin couple of minutes apart within 2 hours because she was worried of the reading cgm going from 400 mg/dl and go down to 80 mg/dl and will spike again to 400 mg/dl. The patient advised her son to drive her to the hospital to be checked. They arrived in the hospital at 8: 00 pm on the same day. While in the hospital bg meter was taken bg 80 mg/dl and cgm was low. At the hospital the patient was treated with IV glucose and food. They also performed a blood work and urine test which both had normal results. The patient stayed overnight and was discharged next day (B)(6) 2025 at 2:00 pm. Bg meter was taken before the patient left (no value reported). At the time of the report the patient was fine and stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid was taken upon the arrival at the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.